Manufacturer narrative:
Pump passed displacement test, operating currents, off no power, unexpected restart error test, rewind, basic occlusions, occlusion, prime and excessive no delivery test. Unit received with ghosting segment problem isolated to lcd board. No cosmetic damage noted. No missing segment.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was 71 mg/dl. Customer stated that she can see the indicator icons displaying at the top of the screen but the bottom portion appears to be grey out and really hard to see. Customer just received a replacement pump 2 weeks ago. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.